Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for an unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device remained implanted at the time of reporting. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for an unknown quantity of unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that patient underwent initial surgery on (B)(6) 2017. Post-operative, rib for mandibula failed after infection. The product specific implant (psi) itself did not fail, but the resected bone failed due to infection. The plate remains implanted in the patient. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there is no infection anymore, rib bone failed and plate is still in situ. Revision surgery is not planned yet.